Event description:
The customer reported the inaccurate readings. The customer also stated the package for the rainbow r1 20l sensor incorrectly depicts sensor placement. The illustration on the package seems to show the cable, positioned on the underside of the foot. This orientation would place the emitter on the underside of the toe or thumb. The customer also stated the illustration is not consistent with the illustration on the dfu which shows correct placement. There was no known patient impact or consequence.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.